Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunctions were identified during the device evaluation: broken connectors, poor image quality, cable failure and head section image capture corrosion. A definitive root cause could not be identified. Based on the results of the investigation, it is assumed that watertight defects occurred due to flooding caused by a broken connector. Additionally, it is presumed that a cable failure caused a communication failure, resulting in image defects. The information obtained from this complaint and the investigation results did not lead us to identify the cause of the occurrence for damaged connectors. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited watertight defects, broken connectors, poor image quality, and head section image capture corrosion. There was no patient involvement.